Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed by the distributor. The reported problem (will not power on monitor) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. Upon evaluation, one of the battery cells were mismatched, causing the failure. The root cause for the mismatched cells could not be positively identified. There was no adverse event resulting from the damaged battery pack.

Event description:
A us distributor reported that a patient's battery pack was not powering on a monitor.